Event description:
Customer reports inconsistent result using hemochron signature elite / act-lr assay vs. Second hemochron signature elite instrument during a catheterization procedure (315 vs. 255 respectively). After 30 minutes, 2nd assay performed with 71 vs. 339 result respectively. Customer discontinued use of 1st instrument and used 2nd instrument to complete procedure satisfactorily. No adverse event, serious injury, or intervention reported.

Manufacturer narrative:
(B) (4). Additional investigation information: customer identified: eqc acceptable before and after procedure. Lqc acceptable before and after procedure.